Event description:
It was reported that the customer had an issue with the pump resetting itself. Customer stated that it started a couple of months ago. Customer stated that it always occurs when she is doing a bolus. Customer reported that she will continue to use her pump for now and will call back. Customer was in the middle of a bolus and then it started beeping. Customer had a software error alarm. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.